Event description:
At the start of bypass, the perfusionist reported experiencing high pco2s during the procedure. The perfusionist attempted to resolve the issue by 100% ventilation, increasing the sweep gas and replacing gas delivery line and filters. The patient was weaned from bypass and ventilated by anesthesia while the oxygenator was changed out. The patient remained stable during the change. No further problems were encountered. Patient was reported to be fine.

Manufacturer narrative:
Sorin group (B) (4) manufactures the synthesis oxygenator. The 510(k) number is k073380. The device is a component of heart lung pack (B) (4). Our used synthesis oxygenator was received at sorin group USA for evaluation. Visual inspection revealed that the gas inlet cap had voids or holes in two locations. This defect would allow gas to escape during use. Laboratory testing confirmed the reported high pco2 values when tested with the voids or holes uncovered. With the holes sealed, no gas exchange issues were noted. The oxygenator has been returned to sorin group (B) (4) for further analysis. A follow-up report will be filed when the evaluation is complete.